Event description:
Clinical study. Same case as #6000093-2005-00331. It was reported that 1 day and 8 days after a coronary artery drug eluting stenting procedure the patient experience a myocardial infarction (mi). The lesion being treated was a 2.5mm 99% stenosed left main coronary artery (lmca). The lesion was predilated. The physician then placed a taxus express2 8.8% 3.0x8mm drug eluting stent in the lmca. During the procedure, a dissection occured proximal and distal to the lesion. The taxus stent was placed as a bailout. The next lesion being treated was a 2.5mm 99% stenosed distal circumflex artery (dist cx). The lesion was not predilated. The physician then attempted to place a taxus express2 8.8% 2.5x20mm drug eluting stent in the prox cx. The stent would not cross the lesion. A dissection occured proximal and distal to the lesion. The taxus stent was not implanted. A guidant vision was implanted in the lesion. In 2005 the patient experienced a q-wave, anterior mi. In the opinion of the physician the relationship of the taxus stent to the mi is "probable". The patient was discharged in 1/2005 on plavix and aspirin. Six days later the patient suffered a non q-wave mi. In the opinion of the physician the relationship of this mi to the taxus stent is "unknown", and the relationship to the target vessel is "unknown".